Manufacturer narrative:
The customer power cycled the unit and the audio was restored. This unit will be removed from service and exchanged this week. Device not returned.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) has very low volume.